Event description:
A display issue was reported with the adc device. A caller reported that the reader was stuck on a white screen and was therefore unable to obtain readings. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugary drinks and food by the mother. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc device. A caller reported that the reader was stuck on a white screen and was therefore unable to obtain readings. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugary drinks and food by the mother. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader, and no issues were observed. A (white) screen was observed on the reader, making it unable to set date and time or determine uom (units of measurement) due to display issue. The reader was de-cased and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). An extended investigation has also been performed. Performed a visual inspection on the returned reader, damage to the usb charging port was observed. Removed returned readers screen to inspect the ribbon cables and acf (anisotropic conductive adhesives) bond, no issues observed. As no damage, corrosion or contamination observed on the returned readers pcba and no damage to the screen, it was determined that the root cause was a defective lcd (liquid crystal display) component. The issue is confirmed due to a faulty lcd. All pertinent information available to abbott diabetes care has been submitted.